Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a possible pulmonary embolism occurred. The lesion was located in the venous limb and the arterial limb. Prior to starting the arteriovenous declot procedure, the physician questioned the possibility of an infection at the site. The site was red and swollen. The vascular surgeon made the decision there was no infection and the physician could proceed with the procedure. An avx thrombectomy set was selected and advanced to treat the lesion. Following thrombectomy, angioplasty was performed on the lesion when the patient started severely shaking. The patient desaturated slightly, developed tachycardia and the blood pressure spiked upward. The procedure was abandoned. The physician thought that maybe there had been an infection, and that maybe pus was sent into the bloodstream and that the patient might be septic. The possibility of a small pulmonary embolism was discussed but the vascular surgeon wasn't sure. The patient was stabilized and admitted for dialysis and further observation. The patient status is fine.